Event description:
The customer reported that the system displayed a communication failure error and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connector was repaired and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.